Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the device performed to specification.. The device was put through extensive testing including bench handling, defib cycling, pacer testing, ECG lead through pads and lead testing and full functionality testing without duplicating the report. The device's impedance was also checked and found within specification. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs indicate that basic one step pads were being utilized. The log showed that manual pacer mode was selected and the device prompted ECG lead off messages. An ECG lead off message indicates a connection issue and will not allow the device to pace in this condition. There were no pacer related error messages found in the logs. The user would have needed to have both ECG electrodes/leads and electrode pads attached. The r series operator's guide indicates that users should apply both standard ECG monitoring electrodes and hands free pacing therapy electrodes to the patient (or use onestep pacing electrodes or onestep complete electrodes). No accessories were returned for evaluation as part of this investigation. No trend is associated with reports of this type.